Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Provide the lot number for product code pcdn1? Date & name of surgical procedure, include the type of hernia repair & indicate open or laparoscopic? It was reported that the patient developed an infection and reaction to the implant. Provide the following: a. Type of infection for example surgical site, systemic. Please elaborate? Describe the reaction for example was it an allergic reaction? What symptoms did the patient experience. During this ¿reaction¿? When did the events (¿infection & reaction¿) occur for example immediately after surgical procedure, a day later? 4. Did the patient require any medical and/or surgical intervention for the report of infection & reaction? Other relevant patient history, including known drug or product allergies such as an allergy to betadine, antiseptic solution, tape? Does the surgeon still believe that the patient¿s experience correlates to the implant of product pcdn1? If no, what in the physician¿s opinion caused of contributed the infection & reaction? How is the patient doing at this time? Provide patient demographic info: age, gender, weight, bmi at the time of index procedure? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and the mesh was implanted. It was reported that the patient developed infection and reaction to the implant. It was also reported that the following complications were observed: dense adhesions, paralytic ileus, a lot of seroma formation, hardness around the mesh, and patient readmission because of paralytic ileum. No additional information was provided.

Manufacturer narrative:
Additional patient codes: 1695, 2069, 3191- paralytic ileus. Additional information was requested, and the following was obtained: causing dense adhesions. Paralytic ileus. Lot of seroma formation. Causing hardness around the mesh. Patient required readmission as a result of paralytic ileum. Rest of the information are not available.